Event description:
The customer reported a pacing error message during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacing error message during op check. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.